Event description:
Consumer called to report erratic readings with their meter. Became symptomatic of hyperglycemia and their coworkers had to call the emt. Administered glucose gel to bring their readings up.